Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a superficial infection. The surgeon performed a wash out and exchanged the poly.